Event description:
It was stated that the customer was hospitalized for high blood glucose levels. No blood glucose reading was reported. It was stated that the customer was vomiting prior to the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the high pressure, lead screw and self tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.